Event description:
Patient was implanted with an implantable pulse generator in 2000 for the treatment of chronic/intractable pain. Patient received "shock" from the stimulator and fell and broke the hip. No further information on the status of the patient despite repeated attempts to contact hcp.